Manufacturer narrative:
The pump was received with minor scratched display window, cracked case at display window corners near battery compartment, cracked battery tube threads, cracked reservoir tube lip. There was no crack on reservoir tube window noted. The pump had corrosion on vibrator motor.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump is cracked and damaged at the reservoir compartment. The customer states the pump is rusted. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.